Event description:
Revision surgery - due to baseplate dislodging.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder baseplate was dislodging. The in-vivo length of patient service was 2.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was one ncmrs associated with part 508-32-104, baseplate, glenoid ha-coat, rsp, 6.5mm x 30mm - which documents a nonconformance that out of 40 quantity lot 3 items were reworked for blurred and incomplete laser etching and were accepted. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to baseplate dislodging. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.